Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change, high out range impedance was observed on the lv lead when connecting to the new device. Several attempts were made with the same results. The patient had not used the m2 electrode in any prior pacing configuration, this was a secondary finding. No adverse patient complications or interactions, patient not dependent. The patient was asymptomatic and stable throughout lead testing. Lead remains implanted and there were no programming changes that resulted as a result of this finding.